Event description:
Patient presented to the ER with red swelling above the ipg, aches, and chills. Physician determined that the patient had an infection and surgically removed the entire inspire system on (B)(6) 2021 to resolve the issue.